Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patients anatomical dimensions and calcification scoring were: perimeter: 68mm, sinus of valsalva & tricuspid calcification: moderate, ncc calcification: heavy, sino-tubular junction (stj) 24-25mm, ascending diameter 34mm, left tf-navitor 25mm to 48-degrees aortic angle. During the implant procedure, the left femoral artery was punctured under general anesthesia and a pre-dilatation was performed with a 18mm balloon. The navitor valve was advanced from left femoral artery. There was no resistance felt and it successfully passed through the aortic valve. The device was deployed with the cusp overlap technique. At 80% of deployment, it was ncc: 5mm and lcc: 8mm so the device was recaptured into the delivery system. An attempt was made to re-inserted the device again, however it could not pass through the aortic valve due to calcification at the ncc. The tip of the valve capsule looked slightly trumpet-shaped under fluoroscopy. The physician tried to adjust, push, and pull to pass through the aortic valve, but the ncc calcified section and the capsule tip made contact, and the device was unable to pass through. Since the device was handled during adjustment, pushing, and pulling, the device was replaced due to safety reasons. Another navitor and delivery system were used and the procedure was able to be completed at a depth of ncc: 5mm, lcc: 7mm, with no pvl. There was no adverse patient consequences and the patient is stable.

Manufacturer narrative:
An event of advancement difficulty and valve capsule damage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty appears to be related to patient condition (calcified annulus). The reported damage to valve capsule is consistent with damage during use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patients anatomical dimensions and calcification scoring were: perimeter: 68mm, sinus of valsalva & tricuspid calcification: moderate, ncc calcification: heavy, sino-tubular junction (stj) 24-25mm, ascending diameter 34mm, left tf-navitor 25mm to 48-degrees aortic angle. During the implant procedure, the left femoral artery was punctured under general anesthesia and a pre-dilatation was performed with a 18mm balloon. The navitor valve was advanced from left femoral artery. There was no resistance felt and it successfully passed through the aortic valve. The device was deployed with the cusp overlap technique. At 80% of deployment, it was ncc: 5mm and lcc: 8mm so the device was recaptured into the delivery system. An attempt was made to re-inserted the device again, however it could not pass through the aortic valve due to calcification at the ncc. The tip of the valve capsule looked slightly trumpet-shaped under fluoroscopy. The physician tried to adjust, push, and pull to pass through the aortic valve, but the ncc calcified section and the capsule tip made contact, and the device was unable to pass through. Since the device was handled during adjustment, pushing, and pulling, the device was replaced due to safety reasons. Another navitor and delivery system were used and the procedure was able to be completed at a depth of ncc: 5mm, lcc: 7mm, with no pvl. There was no adverse patient consequences and the patient is stable.